Event description:
Baxter (B)(4) received a report that a folfusor leaked. The device was filled with a 116 ml solution consisting of 74.4 ml of fluorouracil and 41.6 ml of "physiological solution". This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 108 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of luer and the blue winged luer cap. After the cap was securely tightened/closed, the leakage completely stopped. A functional leak test was then performed and no signs of leakage were noted during the 24-hour leak monitoring period. The root cause was determined to be a not securely tightened/closed blue winged luer cap . No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter will continue to monitor similar reports to determine if further actions are required.